Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump was not delivering insulin like it should and was running slow. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed as the customer declined to report to medtronic 24-hour technical support. No harm requiring medical intervention was reported. The pump will not be returned for analysis.